Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the fenestrated bipolar forceps instrument tip bent and broke. Staff was unable to remove the metal trocar that it went in as the broken part was stuck. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: none of the instrument broke off. Nothing was left in the patient. The arm bent so we could not get it out of the 8mm robot cannula.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken main tube approximately 1.6110 inch from the distal tip. The instrument appears to have detached fragments. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The following image review information was provided: section 2 is a risk of potential fragments (broken main tube). It is difficult to say if the object in section 1 is foreign debris or from the yaw pulley from this angle. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.